Event description:
It was reported that during equipment testing conducted at the manufacturer facility the device ran faster than expected. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.